Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid 40mg/ml at 4.001 mg/day, baclofen 500 mcg/ml at 50.02 mcg/day, and bupivacaine 2 mg/ml at 0.2001 mg/day. It was reported the patient had experienced less pain relief and a myelogram indicated a catheter malfunction. No cerebrospinal fluid had been aspirated and the tip was seen at l2 indicating it had been malpositioned. A catheter revision of the spinal segment occurred on (B)(6) 2018.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 17-may-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.